Event description:
It was reported that the patient was hospitalized for unspecified ventricular assist device (vad) electrical issues and low flow alarms. The batteries were replaced, which was noted to have resolved most of the electrical issues. The patient underwent a computerized tomography (CT) scan which did not demonstrate any obvious reason for the electrical issues. A driveline sheath repair was performed due to a sheath detachment that was observed at the driveline connection port. The vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q3 2024 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: one (1) pump with unknown serial number was not returned for evaluation. A review of the device history record was not performed as the device serial number was unknown. A service history review could not be performed since a serial number was not provided. Review of controller log files was not performed as log files were not available for analysis. As a result, the reported low flow, electrical fault alarms, and driveline damage events could not be confirmed due to insufficient evidence. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered. A possible root cause of the reported electrical fault alarms can be attributed, but not limited, to driveline wire damage, contamination by foreign material of the driveline connector, or a marginal driveline connection. A possible root cause of the reported driveline cable damage can be attributed but not limited to wear and/or the handling of the device. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flo w event may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. This event was reported in the q3 2024 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: d1: heartware ventricular assist system ¿ battery. D9: no. H3: no. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery. D9: no. H3: no. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.